Event description:
It was reported that the venous needle dislodged from the patient during treatment. Patient treatment discontinued, and there was an estimate of 500ml -700 ml blood loss causing patient to code. Cardiopulmonary resuscitation (CPR) giving along with patient being sent to intensive care unit and intubated due to blood loss. Blood transfusion was given, and the patient is now stable.

Manufacturer narrative:
H3/h6: from the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the instructions for use (IFU) with the tablo system includes, but are not limited to, other, more serious, complications arising from dialysis, such as hemorrhage, air embolism, acidosis, alkalosis or hemolysis, can cause serious patient injury or death. Tablo user manual has the following warning: check all bloodlines for leaks after the treatment has started. Keep access sites uncovered and monitored. Improper bloodline connections or needle dislodgements can result in excessive blood loss, serious injury, and death. Machine alarms may not occur in every blood loss situation. Technical support engineer (tse) reviewed the system log with the procedure date of (B)(6) 2025 and confirmed that the console functioned as intended, with no system-related issues contributing to the reported patient event. Additionally, the venous pressure sensor cannot detect when a needle becomes dislodged; until venous pressure drops below 35mmhg, it will not alarm for low venous pressure. This event is therefore considered to be the result of use error. A review of production records for this serial number did not note any related manufacturing nonconformances that would contribute to this event.